Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of erosion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; "bulging out".

Event description:
Patient reported left side rupture and "spot, don't look normal, bulging out." The device remains implanted.